Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported when inserting lens resistance was felt. After insertion mid or central optic was damaged or scratched, iol cutters were used lens was removed and new lens inserted. The procedure was completed on same day. Additional information has been requested.